Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4)

Event description:
It was reported that one day post intra-aortic balloon (iab) insertion there was an "iab optical sensor failure" alarm generated. The iab was replaced to continue therapy. There was no patient injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that one day post intra-aortic balloon (iab) insertion there was an "iab optical sensor failure" alarm generated. The iab was replaced to continue therapy. There was no patient injury reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Three kinks were observed on the catheter tubing approximately 29.2cm, 53.6cm and 72.9cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 27.7cm from iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4)

Event description:
It was reported that one day post intra-aortic balloon (iab) insertion there was an "iab optical sensor failure" alarm generated. The iab was replaced to continue therapy. There was no patient injury reported.